Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: bd received an 18 gauge insyte autoguard device from lot 2076291 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had been retracted into the safety grip. There were also signs of use with the catheter and needle cap missing from the unit. Next, the engineer reset the needle and further examined the device. The engineer inspected the reset needle but observed no abnormalities to the needle. Next, retraction was attempted and the device functioned as intended. The needle retracted without failure and showed no signs of resistance in retracting to indicate a possible defect was present. Therefore, based off of the visual inspection and testing the engineer was unable to verify the reported defect. Since a defect could not identified a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: when the catheter is inserted into the patient's vein, it is not possible to trigger the the needle protection system. No needle retraction. Blood loss from the needle forcing immediate removal of the system. Clinical consequences and current status of the patient or person involved: delayed patient management risk of aes (blood exposure accident) for the caregiver.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: when the catheter is inserted into the patient's vein, it is not possible to trigger the needle protection system. No needle retraction. Blood loss from the needle forcing immediate removal of the system. Clinical consequences and current status of the patient or person involved: delayed patient management. Risk of aes (blood exposure accident) for the caregiver.